Event description:
During the last 7 years, my overall health has tremendously with joint pain, hair loss, autoimmune disease, and much more due to mentor saline implants. You have got to put a stop to the poisoning of women around the world. There needs to be warnings and a strong campaign to educate women, doctors, surgeons, etc. This has to stop.